Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated the cadence pads were not connecting to the zoll defib machines. The machine was sending error "poor pad connect" and all machines in the hospital were showing this issue. The sales rep went to the hospital after being informed of the issue and placed pads into the machines with biomed and the machines were reading the pads except one machine that was still reading "poor pad connect". A zoll pad was connected to the same machine and the problem was rectified.